Event description:
Boston scientific received information that during a routine follow-up one week post-implant, poor r-wave sensing and loss of capture in the right ventricle were observed. An x-ray revealed this right ventricular (rv) lead had pulled back. The patient was scheduled for a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information that this rv lead was successfully repositioned. After the procedure, lead measurements were within normal range. No adverse patient effects were reported during the procedure. The lead remains implanted without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the lead remains in service, pending a repositioning procedure. This investigation will be updated should further information be provided.